Manufacturer narrative:
The reported events were twiddlers syndrome, muscle stimulation, and failure to capture. The lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. No other anomalies were found.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from a dislodged lead. Loss of capture was also noted. The dislodged lead was a result of the device being twiddled by the patient. The lead was explanted and replaced. The device remained implanted. The patient condition was stable.